Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative was able to confirm the issue via phone call. The representative walked the site through some trouble shooting steps and was able to confirm the uninterruptible power supply (ups) was defective. The representative had the site remove the front panel on the mobile view station (mvs) and manually turn on the computer in order to proceed with the case. No parts have been returned to the manufacturer for evaluation. Issue confirmed on call with manufacturer.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spinal fusion case the mobile view station (mvs) monitor would not turn on. The imaging system had line power, however the monitor would not turn on. The imaging system was restarted multiple times. A different wall port was tried, but there was no change. There was no reported delay to the procedure and no impact on patient outcome.